Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) exhibited no output and no capture in the ventricle. The patient was admitted to the emergency room. Battery status was at eri (elective replacement indicator). The ipg was implanted on 06/25/99. The physician elected to explant and replace the ipg.